Event description:
Heart monitor defibrillator was unable to read pt heart rhythm via combination monitor/defib pads. Occurred during cardiac arrest event. Device repeatedly advised operator to "connect electrode", while failing to display heart rhythm. Cardiac arrest event had to be managed using an automatic external defibrillator provided by fire personnel at the scene. Later examination of the device determined malfunction of the connector for the therapy cable.